Event description:
A malleable device was implanted, date not indicated. On 9/9/96 the entire device was removed from the pt and only the left rod was implanted. The previous malleable device eroded into urethra. Co has requested add'l info.